Manufacturer narrative:
The catheter was not returned for evaluation and no actual device malfunction was alleged. Review of the available information indicates that procedural factors led to the catheter entrapment. The cause of the catheter dysfunction could not be conclusively determined; however, it may have been damaged by the suture and/or needle. No actions will be taken at this time. The exact model number of the catheter was not reported; therefore, the PMA/510(k) number cannot be correctly identified.

Event description:
The original report stated that the swan-ganz catheter had to be removed surgically, after it could not be withdrawn in the normal fashion. The surgical report was received from the hospital, which stated that "the swan-ganz catheter was found to be dysfunctional when the patient arrived in the cvu and the decision was made for it to be removed so that a new one could be placed. Unfortunately, it was difficult to remove the swan-ganz catheter. So the decision was made to go to the operating room for mediastinal exploration for removal of the swan-ganz catheter." In the operating room, "the previous re-op sternotomy incision was reopened. The pericardium was then opened and the heart was exposed after heparinization..." Appropriate cannulae were placed and bypass was begun and the heart was incised "to expose the right atrial cavity. The swan-ganz catheter was then found to be caught in one of the stitches that was used to close the intra-atrial septum. The swan-ganz catheter was then removed without any complication." No lasting patient injury was reported.